Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b2, b5, b6, b7, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, chest/back/abdominal pain, anxiety/stress, physical limitations, difficulty sleeping. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force manipulations near an in-situ filter (e.g. Or, a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported chest/back/abdominal pain, anxiety/stress, physical limitations, difficulty sleeping is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to pulmonary embolism (pe). It is also alleged that the filter was removed percutaneously on (B)(6) 2017, because it was no longer needed. Patient is alleging vena cava perforation. The patient further alleges "prior to the removal of the cook gunther tulip ivc filter, the [patient] complained of chest, back, and abdominal pain. The [patient] experienced sleepless nights because of the pain in his chest and back. The pain in his chest and back caused him anxiety and stress, and affected his daily lifestyle such as spending time outdoors with his family and exercising at a gym facility" and "prior to the removal of the cook gunter tulip, the [patient] was unable to perform exercises such as walking jogging or going to the gym and running a treadmill because of chest back and abdominal pain." Report from CT (computed tomography): "gunther tulip ivc filter identified in the infrarenal inferior vena cava. The filter is well centered, the tip at the level of the right renal vein. There is no evidence of filter fracture or migration. The legs of the filter extend beyond the walls of the inferior vena cava. There is no evidence of injury to adjacent structures. No evidence of associated hemorrhage."

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip ivc filter device on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.